Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the manufacturing records were reviewed and no complaint related issues were found. Product code correction: fzw. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for visual inspection and the event was confirmed. The macroscopic and microscopic investigation identified the burr as being a part from a titanium implant. The colored surface on some areas of the metal part showed that this burr came off an implant, maybe a screw and likely touched another metallic part during the surgery. No product fault could be detected and all records indicate the product was manufactured to specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. While we can only speculate that this burr came off another implant and maybe touched another metallic part being implanted during the surgery, we are unable to give a conclusive statement regarding a possible failure reason and the complaint condition is due to an unknown cause.

Event description:
It was reported that a burr was found in the patients body. No further information was provided. This is report 1 of 1 for (B)(4).